Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reports to have been hospitalized on (B)(6) 2014 with blood glucose of 1000 mg/dl. Customer states prior to hospitalization, he realized that his infusion set was not properly connected. Customer's blood glucose was too high to register on meter. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for three days, and was wearing insulin pump at the time of hospitalization. No further information provided.